Manufacturer narrative:
The month and day of birth were not provided.the weight of the patient was not provided.a beckman coulter (bec) field service engineer (fse) was not dispatched. All system parameters (including quality control, system check, calibration and precision run) were within assay and instrument specifications. The access accutni+3 reagent was not returned for evaluation.in conclusion, the cause of this event cannot be determined with the available information.

Event description:
The customer reported a non-reproducible, elevated troponin I (access accutni+3) result on their unicel dxi 600 access immunoassay system (serial number 901013) for one (1) patient. The initial, elevatedresult was reported outside the laboratory. The patient had three (3) subsequent blood draws. The access accutni+3 results for the subsequent blood draws were all lower, within the customer's reference range. The customer repeated the initial sample that gave the elevated access accutni+3 result on the same unicel dxi 600 access immunoassay system and obtained a lower result, within the customer's established normal reference range. There was a report of change in patient treatment associated with this event as the patient was admitted to the hospital in association withthe elevated access accutni+3 result obtained. All system parameters (including quality control (qc), calibration and system check) were performing within assay/instrument specifications. The patient samples were collected in lithium heparin plasma tubes and centrifuged at 5000 revolutions per minute (rpm) for five (5) minutes. No issues with sample integrity were reported by the customer.